Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call about the customer's high blood glucose. Customer stated that the blood glucose was 486mg/dl and treated that with the pump. The insulin pump will not be returned for analysis.